Event description:
An ophthalmic surgeon reported that during the vitreoretinal procedure the insert of air was not adequate. The surgery was completed without harm to the patient. Additional information was requested. A sample was not retained.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history review and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause (B)(4).